Event description:
The provider called to report the irc5lx concentrator filled a patient room with smoke and the local fire department was called. The provider was told the unit alarmed prior to smoke but he does not have details. The patient did not suffer any injury and the room did not suffer any smoke damage that was reported to the dealer at this time.